Event description:
It was phoned in by the customer that the aortic perfusion cannula was found to have cracks in it. Not used on a pt, the nurse noticed prior to use in the pt.

Manufacturer narrative:
The complaint was confirmed. The connectors were leak tested and there was leaking confirmed. The crack in the connectors were not along the molded seam. The reported defect was possibly caused by inadequate drying time after the coating was applied to the cannula. Operators received refresher training as a precaution as part of the investigation. A manufacturing defect cannot be confirmed. This complaint could not be traced to a manufacturing or design related issue; however, a product risk assessment pra will be initiated due to the trend of confirmed complaints. Manufacturing records were reviewed and there were no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.